Event description:
It was reported to philips that the system image processing computer(ippc) could not start up. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.